Manufacturer narrative:
The adverse event was received as part of the us post approval study (pas).= from the aachqc registry. As such no further details can be acquired including to a lot number to enabled a detailed investigation. Details received from the achqc were: 1 wound cellulitis: a. Time: within 30d of surgery, b. Device: liquifix precision 72014033, c. Location: USA. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. As cellulitis is an infection that usually requires medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, this event is being reported.

Event description:
3. 1 wound cellulitis a. Time: within 30d of surgery b. Device: liquifix precision 72014033 c. Location: USA.